Manufacturer narrative:
H3: the revision reported may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones, which led to aseptic (non-infected) loosening and osteolysis. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs, photographs, or operative notes were not provided.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, who had an initial left total knee replacement on december 10, 2013, and who underwent a revision procedure on (B)(6) 2020, underwent a second revision procedure on january 19, 2021. The patient underwent revision of left knee device secondary to ongoing problems of aseptic loosening and osteolysis. Additionally, the legal brief indicates that despite undergoing the revision surgeries, the patient experiences daily knee pain and discomfort which limit their activities of daily living and recreation and impacts their quality of life. The patient has suffered and continues to suffer permanent, and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection; and other injuries presently undiagnosed, which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to additional revision surgeries; cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. First revision reported under 1038671-2023-00524 no further information.